Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral fracture and underwent lumbar internal fixation surgery. During surgery, the screw slipped. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event. The patient has achieved solid fusion.

Manufacturer narrative:
Product analysis result: visual optical functional visual and optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.